Event description:
It was reported the switch flickered and may have shorted or sparked. Visual examination and electrical testing of the unit revealed no spark, short or other defect, although the fabric foundation was badly discolored from excessive levels of heat. We were unable to detect any detect in the performance of the unit.